Event description:
The account alleges that a pt tripped on the pt pendant cord, which pulled out the cable from the pendant. The pt was not injured as a result of tripping on the cable.

Manufacturer narrative:
The tech replaced the pendant in accordance with modification 353, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.